Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2013. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated atrial pacing capture threshold was elevated. Beginning (B)(6) 2015, atrial capture measured 2.5v and consistently measures 2.5v. Analysis of the data indicated the impedance on the atrial pacing lead was beyond the expected lower range. Between (B)(6) 2015 and (B)(6) 2016, atrial impedance measured between 133-157 ohms. Analysis of the data indicated a p-wave amplitude measurement issue. Between (B)(6) 2015 and (B)(6) 2016, p-wave amplitude measured between 0.125mv and 6.625mv. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their right atrial (ra) lead was worn and had gone bad. It was discovered that the lead was exhibiting high thresholds and would only capture at maximum output. Undersensing of p-waves and low pacing impedance consistent with insulation breach were also observed. The patient reported experiencing episodes of weakness and was anxious to have the lead replaced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.